Event description:
No additional information was provided

Manufacturer narrative:
Pr (B)(4) - supplemental MDR - foreign matter. Two photos were provided to our quality team for investigation. Both photos are a close-up image of one loose syringe from different angles. Both photos show the syringe filled with an unknown clear fluid and an unknown white substance on the stopper within the fluid path. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter defect could not be identified from the photo provided. A physical sample is required for a more thorough evaluation and potential root cause determination. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4207524. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: a pharmacist in the oncology department has noticed an odd texture on the top of the plunger inside one of the syringes. This texture may indicate microbial growth or a physical defect. The defect has been marked as critical and major, as it has the capability to adversely affect the health of a patient and can impair the therapeutic activity of the product. Unfortunately, the syringe was filled with the product for a clinical trial, so I am unable to send the item to you. Additional information provided: on (B)(6) 2024, a syringe was filled with an oncological product, making its contents cytotoxic. This defect was discovered by a pharmacist after the syringe had been filled. I initially reported a 50 ml syringe, but I have noticed that your report incorrectly states 3 ml. Our sample is ready for investigation, but due to its cytotoxic contents, I am unsure if I can send it. If it turns out that you require the sample for investigation, could you please ensure that it is sent to the address I provide below? For some reason, the box you always send for transporting the defect often ends up in a different department than the one I specify. Additional information provided: the sample for the investigation did not physically reach me, as I mentioned earlier, because it was mistakenly discarded. Therefore, I am relying on the batch that was reported to me by the accountable pharmacist. In the current situation, I only have the batch that was provided to me. Additionally, I checked with the admin who handles the research, and the same batch number and lot number that I provided to you is listed.